Event description:
Of your device inserted. And to the ra. Upon deployment. The catheter jumped back and released. The aveir. And dislodged it. We then recaptured the device with a snare catheter. With a new delivery system, we repeated the process. With the same result. Recaptured again. Both delivery systems had the same lot number, so for the third delivery system we picked a lot that was not the same. As well as a new aveir device. The third time was successful with no issues. Initial evaluation appears to be with the lot number of that delivery catheter and or potentially the pacing device itself. New delivery system and new avier device used/implanted.